Event description:
On (B) (6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the onetouch ping meter has a line through the display. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue began on (B) (6) 2010 at approximately 9pm. Reportedly the patient tested with her backup meter 30 minutes after the alleged issue occurred and received a reading of over 300 mg/dl. The patient manages her blood glucose with an insulin pump; however, in response to the blood glucose reading, the reporter stated she gave the patient water. The reporter claimed that the patient developed a headache and felt dizzy after the alleged issue occurred; however, it is unclear when the symptoms began. Per the reporter, the patient administered self-treatment by injecting an unspecified amount of humalog insulin two hours after the alleged meter issue began. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms of dizziness and headache do not meet lifescan's criteria for a serious injury. There is no evidence of a delay in treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.